Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was last week the implant was depleting fast and not staying charged. It took patient 4 hours to get the implant up to 80%. No matter what setting patient had it on, it was not vibrating at all. Then on saturday it would not charge. Ins would not turn back on until yesterday morning. Yesterday it finally let pt charge it. Patient was concerned there might be something wrong with the controller. Pt confirmed they were getting excellent recharge quality. Reviewed charging frequency depends on settings and usage. Redirected to healthcare provider.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.